Event description:
Philips received a complaint on the heartstart dfm100 defibrillator indicating ECG issues. The event was outside of use and there was no reported patient nor user harm. Available details indicate that the fse tested and inspected the device, there were no issues. Source notes and follow-up finding notes that the fse reviewed best practices with the customer, such as ensuring the user is properly connecting the electrodes and properly following skin preparation for achieving good electrode/pad-to-skin contact. No parts replaced, no service performed. The device is fully functional and remains at the customer site. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.